Event description:
It was reported that a pt received a burn/blister after a double study MRI of the brain/c-spine. There were thin pads along the bore to prevent patient contact with the bore, however there was no padding to prevent skin to skin contact. The customer does not recall where the pt's hands were positioned but reportedly believes they were resting on her abdomen. When the pt came out of the magnet, her left elbow was allegedly red and hot. The next day the pt returned to the site and was examined by the radiologist. The radiologist confirmed that on the pt's left elbow was a 1 inch long by 1/2 inch wide blister/burn. The pt was later seen by her primary care physician and reportedly was treating the burn by applying cream. No further follow up was required. Series number - pulse sequence, scan time scan time: series number - pulse sequence, scan time scan time. Total time in the magnet: 6:11 - 7:32 (1 hr 21 min).

Manufacturer narrative:
A ge healthcare (gehc) local field team was dispatched to the customer site to complete a pt warming questionnaire. The purpose of the questionnaire is to understand the pt warming issue, to obtain scan specific info, and to learn of the customer's room environmental conditions. The survey the establishes the performance of the gehc MRI scanner. The gehc scanner performance query forces on four main areas: environmental: (including cooling equipment, pt air cooling pulse the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system testing to check for system failures) pt monitoring: (patient alarm and rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that the system is performing within specification. Per the mr safety guide (B)(4) rev 13: "place appropriate non-conductive padding between the pt and the bore wherever a portion of the body may come into contact with the magnet opening and pads any were skin to skin contact may take place." The system is designed to comply with (B)(4), including the requirements intended to minimize the likelihood of patient warming.